Event description:
During a standard dental treatment the handpiece got hot and burned the patient on inner cheek to the size of a thumb. The dental office did not supply further information about the event. Therefore, it is only known that it is a female patient.

Manufacturer narrative:
The analysis did show that the upper ball bearing did run rough and the cage was broken. It did also show that there was almost no lubrication oil film. If the bearing is running dry due to low lubrication it has unusual friction and therefore, the temperature increases. Due to the high temperature the cage brakes and causes in addition higher friction and increase of temperature. This condition shows that the handpiece has not been re-processed as requested by user instruction. It was also visible that the push button had stress marks at the inner side. This indicates that it was pushed while the bur was rotating. This again causes unusual inner friction and a temperature increase. It is also a use against user instruction. In addition the optical fiber had a crack close to the head. The crack would then allow dirt and moisture to enter the handpiece during treatment. The user instruction states that only fault free products should be used. A visual and functional inspection test prior to each treatment is mandatory. Reported due to the 2 year presumption rule. Event occurred in (B)(6) and is reported as a similar product gets sold in the USA.